Event description:
It was reported that during a gastric sleeve procedure the surgeon fired the device with a gold cartridge for the third firing across the stomach. When they removed the device they observed that there were malformed staples and bleeding at the staple line. They then used a blue cartridge to fire an additional staple line and control the bleeding. They then used a second blue cartridge and completed the procedure.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used?stomach at what location on the tissue? Asku. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Third. What color cartridge was being used?gold. What other color cartridges were used before and after this event?blue. Was buttressing material utilized? No if so, which product? Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? No if so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)?no. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention?yes. Was there any difficulty removing the device from the tissue?no. Is there any other additional information you would like to share about this device or procedure? Surgeon is not a new user. The analysis results showed that one reload was returned with no visual non-conformances and fully fired. No functional test was performed due to the condition of the device. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch record was reviewed and no anomalies were noted during the manufacturing process.